Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, slight resistance was met while advancing over the aortic arch. As the delivery catheter system (dcs) crossed the native valve, the patient became hypotensive. The dcs was pulled back into the ascending aorta, however hypotension remained. The dcs was removed from the patient and an angiogram and echocardiogram were performed. No frank dissection could be appreciated, however contrast pooling at the junction of the transverse/aortic arch was observed; based on the evidence, the physician indicated a dissection had likely occurred. An endograft was placed in the aortic arch, but the patient remained hypotensive and expired. It was reported that the patient had a "tight aortic arch". An autopsy was not performed and no images were available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.